Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg experienced clotting. No report of serious injury or medical intervention.